Manufacturer narrative:
As of today, the device and electrode remain in service pending the explant procedure. This report will be updated when additional information is received.

Manufacturer narrative:
Correction: this report is being filed to correct the adverse event and/or product problem and to include the outcomes attributed to adverse event. As of today, the device and electrode remain in service pending the explant procedure. This report will be updated when additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. This s-ICD device and electrode were explanted due to the reported infection. No additional adverse patient effects were reported. The explanted products will not be returned.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was being treated with antibiotics for an infection. However, as the infection has not resolved, the patient was scheduled to have the device and electrode explanted.